Event description:
The account had a bed with a note stating that the left intermediate side rail would not latch and stay in the up position. The bed was located in the ICU at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The tech found that the left hand intermediate side rail center arm cover was missing and the wires would not allow the side rail to latch and stay up. The most likely cause is damage to the side rail cover due to being hit on an object during transport. A search of the hill- rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the missing side rail ctr arm cover and routed the wires in the side rail ctr arm to resolve the issue. Based on this info, no further action is required.